Event description:
Complainant alleged that while monitoring a patient with 3-lead ECG cables (age & gender unknown) when the user pressed the "recorder" button the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.